Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat narrowing of esophagus performed on (B)(6) 2026. During the procedure, the third balloon successfully passed through the colonoscope and enabled dilation; however, it could not be retrieved through the working channel after full deflation. The physician cut the balloon to allow complete evacuation of fluid and air, enabling safe removal from the patient. The procedure was completed with another cre wireguided dilatation balloon device. No further information has been obtained despite good faith efforts. There were no patient complications have been reported as a result of this event. The patient condition following procedure was reported to have fully recovered.